Event description:
The patient reports that eight weeks post implant a realize band, the surgeon could not access the port for the first fill. The patient returned for a fill on (B)(6) 2010 and again the port could not accessed. The pa did a fluoroscopy and the port appeared to be in the correct position. They used a huber needle to try and add fluid and the port would not accept any fluid. The surgeon is now planning on performing an diagnostic laparoscopy to evaluate the problem. No date has been scheduled at this time.

Manufacturer narrative:
(B)(4). Device remains implanted.